Event description:
It was reported occlusion alarms occurred, which led to the customer's blood glucose levels to display as "high." Specific glucose values were not known. The customer managed high blood glucose by using manual injections and did not require third-party assistance. Technical support provided instructions for troubleshooting steps, which did not resolve the alarms. Ultimately, a replacement pump was sent to the customer and the customer reverted to an alternate method of insulin therapy.